Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that in the past few months, he has noticed that the 2.4 keratomes used for the main incision have been dull. The surgeon was unable to provide further specifics.

Manufacturer narrative:
No sample has been returned for evaluation for the complaint of dull blades; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).